Event description:
Angioplasty balloon ruptured upon deflation and attempted traversal with vascular sheath. Balloon sheared off the stent in full. Attempted removal resulted in migration into the r pulmonary artery necessitating snare removal which was successful. FDA safety report ID # (B)(4).